Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. A force update of the software resolved the issue. Root cause of the reported issue could not be established. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported during the event.